Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-12002. Pt reports persistent pain and shocking sensations at the device implant site. These sensations occur when stimulation is on or off. He reports that he is unable to increase the amplitude on his program. He reports that he did have a fall, then the sensations started occurring. Efforts are underway to further interrogate the pt's scs system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.